Event description:
It was reported that pump experienced malfunction alarm. Customer¿s blood glucose (bg) level was 480 mg/dl. Technical support provided pump reset instructions, assisted with resetting, confirmed that malfunction did not recur, advised customer to continue using pump, and instructed customer to call back if malfunction returned, which customer acknowledged and understood.